Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that their therapy was suddenly not working. They felt the stimulation but the urgency had returned and they couldn¿t get to the bathroom fast enough. Patient stated they could feel the urgency. Patient confirmed they did not use the patient programmer on or off buttons. During call, they took out the patient programmer and showed stim was on at 0.9v on program 2. Patient mentioned that they used to have the stimulation higher but had a problem so they changed it. Patient had the ability to adjust and change programs so they increased stimulation to 1.2 and thought they could feel it working for the symptoms. It was reviewed that body may take time to respond to therapy change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The event was considered a sudden change in therapy/symptoms. Patient started feeling discomfort with stimulation since a couple of days ago. They tried using their patient programmer (pp) the day before the initial report, but it wouldn't turn on. As a result of what was reported, they were going to obtain aaa batteries and call back. Additional information was received and the patient called back. During the call, the patient synched to their ins which showed stimulation was at 1.8v and it was on. It was recommended to decrease and they did to 0.9v. The patient indicated the uncomfortable stimulation was sudden and they weren't sure why the stimulation issue occurred because they last time they adjusted was last (B)(6). Patient said the pain level and stimulation has gone down and the anxiousness they feel has gone down. They also said they go and sit down on the toilet, there is nothing. It was reviewed that if the patient suspects they are having retention issues, they should follow up with their healthcare provider (hcp). No further patient complications have been reported as a result of this event.